Event description:
The event was reported as: the doctor was using a capio suture and when he went to "throw it", the bullet became lodged in the ligament. No pt injury reported. No further info available.

Event description:
The customer stated error code 1007, unable to process test, activated read failure began on the architect analyzer once they began using reaction vessel lot 67437p100. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.